Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker triggered a lead safety switch (lss) one day post implant procedure for high out of range right ventricular (rv) lead pace impedance measurements greater than 3000 ohms. Technical services was consulted and offered troubleshooting recommendations. Subsequently, the rv lead was surgically repositioned to address the reported observations. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention required. In (B)(6) 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
This supplemental report is being filed as the conclusion code was updated after the product investigation was performed.